Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the hospitalization was 337 mg/dl. Customer experienced shortness of breath, nausea, and dehydration. The insulin had been bad and she was given new insulin. There was a no delivery alarm, which had been resolved with a complete set change. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.